Event description:
It was reported that the customer was hospitalized for high blood glucose of 584 mg/dl. Initially, the mother requested assistance on how to set a basal rate to 1.04 units. During the call the mother stated that the customer was taken to the hospital in an ambulance with a high glucose level. The mother stated that the blood glucose reading at time of the call was in the 40's. The mother also stated that there was a crack at the lip of the reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.